Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the representative that the pump had an hour remaining however the bag was completely dried. No discrepancies were noted. No alarms were present. Drug infused was doxorubicin, etoposide, and vincristine. Normal saline programmed volume to be infused was 550, rate at 22.9 ml/hour, and 550 volume was delivered, and 0 volume remained. The bag was emptied but pump read 21.7 m/l remaining. No patient injury was reported.

Manufacturer narrative:
Other text: d3, g1,2 email is: regulatory.responses@icumed.com. No product was returned. The investigation determined the most probable cause to be the pump's expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.